Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were repeated occlusions with the catheters of a certain lot number. This occurred with the whole box. The cannulas were not bent on removal, nor were they kinked. The patient was being treated with apomorphine. There was no patient injury reported.